Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump died unexpectedly. The customer replaced the battery at home, but the pump suddenly went blank, and the middle button was unresponsive when pressed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. Troubleshooting was performed for the blank display, and the display returned after the pump restart. Troubleshooting was not performed for the short battery lifetime. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. Intermittent button response noted during testing. No low battery alert or blank display noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 23-jul-2025 at 12:17:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 2.0 received the low battery alert (104) on 07/23/2025 12:17:00 after more than 7 days at 15.83 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found flattened keypad dome (no crease). The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case. The sc1-cap/reservoir does lock properly. Charge/battery lasts less than expected was not confirmed. Blank display was not confirmed. Keypad/button unresponsive/button error alarm was confirmed due to flattened keypad dome switch (no crease). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.